Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1999-46 lead, implanted (B)(6) 2011; 6947m 62 lead, implanted (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the helix would not extend on the table or while implanting. The lead was not used and a different lead was implanted. It was later reported that the replacement lead dislodged during implant and became non-functional. The rv was repositioned the following day and remains in use. The patient is a participant in the systems longevity study. No patient complications have been reported as a result of this event.